Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. The a40 pro wasn't able to deliver effective ventilation. There was no harm or injury reported. Device returned to third-party service center and determination made that device will be replaced by a new one. Returned device scrapped.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. The a40 pro wasn't able to deliver effective ventilation. There was no harm or injury reported. Device returned to third-party service center and determination made that device will be replaced by a new one. Returned device scrapped. The device was sent to philips product investigation lab (pil) for investigation. Pil reviewed error logs and noted the ventilator inoperative alarms did show in the error log. The unit was disassembled to view the etched disk. The disk is clogged with hair and dust that appears to have originated from an external source. The device has been scrapped as previously determined.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The a40 pro wasn't able to deliver effective ventilation. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.